Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping tones. When the device was interrogated low shock impedance values of less than 20 ohms were observed. The physician elected to reset the alarm, and performed device testing. All measurements were within normal range. Patient will be followed-up every month. Subsequently, the patient was followed-up, and it was noted that another less than 20 ohm shock impedance value was observed. Electrical tests were again performed on the device, and the physician has asked boston scientific technical services (bsc ts) for suggestions. The physician elected to admit the patient to the hospital, and turned all device therapies to monitor only to ensure brady pacing as a high voltage (hv) shock could affect this. There were no adverse patient effects reported. A replacement procedure will be scheduled within the near future for a new device and rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.